Event description:
Have been using same brand contact lenses for years. Recently, with a certain lot of lenses, I have had issues involving severe allergic reaction, seeming like chemical burn, inserted contacts and within an hour my eyes were so swollen and painful that I could not see. It required an emergency room visit as well as several vitis to the eye dr. It has taken prednisone eye drops for almost two weeks as well as almost a month for my eyes to heal from this. My current dr has said he has never seen such a severe reaction to daily lenses and agrees that there is something wrong with solution. I am unsure of how / where to have testing done. FDA safety report ID# (B)(4).